Manufacturer narrative:
Continued e1 -- phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "increased fluid with silicone-specific signal between the ruptured prosthesis shell and the surrounding fibrous capsule"

Event description:
Healthcare professional reported left side intracapsular rupture, small cysts, and increased fluid with silicone-specific signal between the ruptured prosthesis shell and the surrounding fibrous capsule diagnosed by mammography. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. Shell thickness was within specification. Observed a missing piece of shell assessed as inconclusive. ¿ cyst: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported left side intracapsular rupture, small cysts, and increased fluid with silicone-specific signal between the ruptured prosthesis shell and the surrounding fibrous capsule diagnosed by mammography. The device has been explanted and replaced.